Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was in clinical use. The customer was performing planned treatment/non-emergency treatment, and the procedure was completed as planned. The philips remote service engineer (rse) connected with the customer and confirmed that the arm could not be moved. Review of system log files could not confirm the malfunction. Upon troubleshooting, rse found operational problem. The philips engineer instructed the customer to turn frontal stand to head position. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Since the issue was identified as operational problem, and the issue was resolved after turning the frontal stand to head position. It was also instructed to the customer that the stand should be calibrated before the start of procedure. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura's arm could not be moved. No patient or user harm reported. A philips remote service engineer (rse) instructed the customer on how they had to move the stand to the head position which returned the device to use in good working order. No fault was found with allura.